Event description:
Device 2 of 2. Ref MFR report 1627487-2011-07110. The pt received a scs system placed occipital (off label) on (B)(6) 2010 consisting of 4 leads from two different lots. It was reported on (B)(6) 2011 that the pt under went surgery and the doctor replaced four leads and two extensions with new leads and extensions because of concerns about the efficacy of the existing devices. It was also reported that the explanted devices were sent to the pathology dept at hosp and not returned to sjm for analysis. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.